Manufacturer narrative:
Correction: the previous MDR submitted on may 21, 2026 was filed inadvertently. No extrusion has occurred.

Event description:
Per the clinic, the device was explanted for unspecific medical reasons. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced extrusion of the electrode array and poor performance with the device.